Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-02490. It was reported that post a stenting treatment procedure, a stent thrombosis occurred. Access was obtained through the right femoral artery. The lesions being treated were located in the 90% stenosed mid left anterior descending (lad) artery and the 90% stenosed proximal circumflex (cx). The lad was predilated with a 2.5x12mm apex balloon, inflated twice to 12atms. The physician deployed a 3.00x24mm ion stent, inflated to 14atms. A 2.25x8mm apex balloon was inflated to 6atms in the diagonal. Then the physician deployed a 3.50x20mm ion stent in the cx, inflated to 14 atms. Angiography was performed; vessels were patent and "looked good." The stents were not post dilated. Medications given included: angiomax and nitroglycerin. The patient complained of chest pain post procedure, before leaving the cath lab. The film/cine were fine, both vessels were patent and looked good prior to closure. The chest pain was attributed to the procedure. The patient was transferred to the room and continued to have st elevation. Approximately 40 minutes post the stenting procedure, the patient was transferred back to the cath lab where thrombosis was identified in both the recently placed stents. Access was obtained through the right femoral artery. A pronto aspiration catheter was used to remove the thrombus. A 3.5x20mm ion stent was deployed in the cx, inflated to 11-14atms. A 3.5x16mm ion stent, inflated to 12atms, and 3.0x8mm ion stents, inflated to 11-12atms, were deployed in the lad. Angiography was performed. Medications given included: double bolus of integrilin, nipride, angiomax, and nitroglycerin. The patient was released from the hospital "within a couple of days" and is doing fine.